Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2022-08446. It was reported the patient presented in clinic with an unspecified infection discovered by discharge in the pectoral area. The entire pacemaker system was explanted, sterilized, and re-implanted. During the re-implant, the helix of the right ventricular lead would not extend. The physician elected not to use the lead and complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix extension issue was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found overtorque of the inner coil at the connector region consistent with procedural damage. The cause of the reported event was isolated to the overtorque of the inner coil. No other anomalies were identified. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.